Event description:
Patient presented with high impedance and low output current. The patient's device was then disabled. No surgical intervention has occurred to date. No additional or relevant information has been received to date.